Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6s). During the procedure, the physician was unable to advance a cat6 into a non-penumbra sheath and subsequently, the distal tip of the cat6 became kinked; therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. It was also reported that the physician used the cat6 peel away sheath. There was no report of an adverse effect to the patient.